Manufacturer narrative:
(B)(4). Carefusion will evaluate the alleged failed product if it is returned to the manufacturer.

Event description:
The customer reported that the ventilator had no flow during maintenance checks. No patient involvement.

Manufacturer narrative:
Failure analysis (fa) lab received a gas delivery engine (gde) without an esd bag. Visual inspection found no indication of damage or misuse. A good known o2 sensor was installed and the unit connected to a test stand and powered in set up mode. A review of the error log found the unit alarming ¿vent inop¿ and entries related to a loss of communication with the peripherals. A subsequent visual inspection found the blended gas pcba flat flex cable unseated from the connector. The cable was reseated and the unit was started in set up mode. A review of the error log found communication restored and no complaint related entries. A review of the mfg and cal screens found the exp pres out of calibration. A calibration was performed with all calibrations were accepted the exception of the exp pres. The exp pres a/d count was stuck at 1976. A visual inspection of the tca found xdcr2 to be a part of a known issue addressed with an internal action. The original complaint of ¿no flow from unit¿ was duplicated. The unseated blended gas pcba flat flex cable was causing an interruption of the spi and subsequent ¿vent inop¿. Due to the gde being returned without an esd bag, it could not be determined whether the unseated blended gas pcba flat flex cable was the original cause of the fault or if the cable became unseated during shipment. Additionally, it could not be determined with any certainty.